Event description:
The customer contacted baxter nurse call customer support to request assistance with obtaining a nurse call bed exit report following a patient fall. There was no allegation of a device malfunction. The customer reported that the caregiver heard the patient moving around in bed, went into the room as the patient was climbing over the bed rails and fell on the floor. The patient sustained a laceration to the forehead that required sutures.

Manufacturer narrative:
The voalte nurse call (vnc) system is a comprehensive communication and information system that places patient calls, staff calls, and emergency calls. Alert notification calls are visual and/or audible event alert notifications routed to designated communication devices (nurse console, dome light located outside patient room, mobile phone, etc. The primary means to notify caregivers is local enunciation. When a compatible bed is used in conjunction with nurse call, the bed¿s exit alert notification, in addition to alerting at the bedside, is routed to designated communication devices (nurse console, patient station, dome light, mobile phone, etc.) And provides a visual and/or audible event alert notification at the designated device. The vnc IFU warns, the nurse call system is designed to be used only as a secondary alarm system for bed exit alarms. It should never be used as the primary bed exit alarm system. The bed exit system will audibly alarm at the bedside in the event of a bed exit condition on the bed. In this event, the customer reported that the patient sustained a laceration requiring sutures as a result of a fall after climbing over the bed¿s siderail. Sutures are considered a surgical intervention completed to preclude permanent impairment of body function or permanent damage to a body structure, concluding that a serious injury occurred. A review of the nurse call logs show that the bed¿s exit alert component was disarmed (turned off) prior to the event occurring and was not rearmed before the patient¿s fall. Furthermore, a review of the nurse call logs confirms that multiple data points from the bed, the patient, and the facility's locating system were received by the nurse call system, thus indicating that all components involved were functioning as designed. If the reported use error were to recur (failure to enable the bed¿s exit alarm for a fall risk patient) it is likely to result in serious injury or death. Prevention of this type of event is outlined in the device instructions for use.